Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor via a manufacturer representative regarding a patient receiving intrathecal baclofen (liofen) 200 mcg/ml at an unknown dose via an implantable pump. It was reported that the patient was implanted in the right lower quadrant of the abdomen. The patient started experiencing redness and swelling at the pump site. The doctors confirmed that it was not an infection, as all blood work related to infection was negative. On (B)(6) 2019, the doctors decided to remove the pump and to implant it on the left lower quadrant of the abdomen. Again, when the patient presented for his refill appointment, the doctor noticed that he had the same symptoms (redness and mild swelling of the pump site). The doctor informed the distributor about the incidence, and she ¿expected¿ that the patient had a foreign body allergy causing a skin reaction/allergic reaction. The doctor was looking for a recommendation on how to solve this issue. It was noted that there was no [further] harm, injury or death as a result of this event. The patient¿s medical history included spasticity secondary to cerebral palsy. Information regarding the patient¿s age was unavailable.